Event description:
On 3/27/2000, the MFR received medwatch report# 25-00040000-2000-0006 (see attached) from the facility that states the following: on 3/8/2000, a foreign body was retrieved from the pt's atrium. After investigation, it was found to be part of the implanted device. In 2000, the remaining portion of the device was explanted. No further details were provided. The device is expected to be returned to the MFR for analysis.